Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The air gas module was found to be defective and was replaced. It was not returned for further investigation. The evaluation of the provided logs confirms the reported failure and the logs shows that during ventilation, patient circuit disconnected, check tubing, pressure delivery restricted, expiratory minute volume low and peep low were active. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause for the reported problem could not be established.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).